Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4) did not function properly and was unable to activate the lifeband to start the compressions and displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. Based on the archive review, the platform displayed (ua) 12 (lifeband not present) and (ua) 45 error messages during the patient event. The platform displayed a (ua) 12 error message because there was no lifeband installed followed by the (ua) 45 error message as the drive shaft was not in the "home" position. The autopulse platform functioned as intended by triggering (ua) 12 and (ua 45 error messages when the liveband is not present and the drive shaft is not at the "home" position. Therefore the root cause of the reported complaint is likely attributed to user error. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse platform is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the lack of regular maintenance as the frequent daily checks were not performed by the customer. The archive data review showed multiple (ua) 45 and (ua) 12 error messages around the reported complaint date, thus confirming the reported complaint. During the initial functional testing, the autopulse platform displayed a (ua) 12 error message as intended when there was no lifeband installed. The (ua) 12 error was cleared after a known-good lifeband was placed in the driveshaft. After the (ua) 12 was cleared, the autopulse platform displayed a (ua) 45 error message. The driveshaft was rotated to the "home" position to clear the (ua) 45 error message. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The crew tried to initiate the autopulse platform (sn (B)(4) during a cardiac arrest episode, but the device did not function properly and was unable to activate the lifeband to start the compressions. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device. After the device was handed over to the engineering department, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The error could not be resolved.